Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the bearing failed, the bearing and guide sleeve were worn, and the coupling part failed. This was attributed to normal wear. The bearing, guide sleeve, and coupling part were replaced. The device was repaired and returned to the customer on (B)(4) 2013.

Event description:
The customer reported that the bearings were worn out. This is report 1 of 1 for complaint #(B)(4).